Manufacturer narrative:
The tech found the ground pin missing from the power cord. The tech replaced the power cord plug to repair the bed.

Event description:
Info received indicates the bed has no ground.